Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on by itself and the voice prompts began. As a result, this could lead to early depletion of the internal hybrid layer capacitor (hlc) batteries and the device may not be able to power on when needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered on by itself and the voice prompts began. As a result, this could lead to early depletion of the internal hybrid layer capacitor (hlc) batteries and the device may not be able to power on when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank field d4 gtin # of the initial MDR should have indicated ¿ 00885074440323.

Manufacturer narrative:
Physio evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device powered on by itself and the voice prompts began. As a result, this could lead to early depletion of the internal hybrid layer capacitor (hlc) batteries and the device may not be able to power on when needed. There was no patient use associated with the reported event.